Event description:
It was reported that the cartridge was not fully snapped into the pump. There was no adverse impact to the customer¿s blood glucose level. The customer inspected the pump and cartridge area for damage or debris, cleaned the pneumatic tap area, and attempted to reload the cartridge. After following these instructions, the cartridge was successfully reloaded, and insulin therapy was resumed without further issues.